Manufacturer narrative:
(B)(6). (B)(4). Multiple products used in the event. It is unknown which product caused the event. (B)(4)(quantity-2), lot number: unknown. This part is not approved for use in the united states; however a like device catalog #811-300, 510k # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient underwent correction at th2-l3 for idiopathic scoliosis. During surgery, soft tissue near implant convex side was turned black when it was opened to extend growing rod. The surgeon commented it might be metallosis and will send the tissue to a laboratory for culture. Patient complications were unknown. It was reported that the discoloration was confirmed only around the domino of convex side. It was unknown how many times has the patient underwent the operation. Event was occurred post-op. Metallosis was suspected in patient.